Event description:
It was reported that error e433 occurred. The issue occurred during service/maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. No device problem found. Therefore, a root cause could not be identified. Olympus will continue to monitor the field performance of this device.